Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. However, no date for re-implantation has been scheduled yet.

Event description:
The patient visited the clinic as the access to sound with the device stopped suddenly. Prior to this event, the patient was occasionally experiencing strange noises from the implant. Re-implantation is being considered but no date for surgery has been scheduled.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The device has been explanted, but has not been received at hq for investigation yet.

Event description:
The patient visited the clinic as the access to sound with the device stopped suddenly. Prior to this event, the patient was occasionally experiencing strange noises from the implant. The patient was re-implanted.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. In addition, damage to the active electrode, most likely caused due to device minute mobility was observed during investigation, which might have contributed to the lack of benefit. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient visited the clinic as the access to sound with the device stopped suddenly. Prior to this event, the patient was occasionally experiencing strange noises from the implant. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient visited the clinic as the hearing stopped suddenly. Prior to this event, the patient was occasionally experiencing strange noises from the implant. Re-implantation is being considered.